Manufacturer narrative:
The cause for the discordant advia centaur xp (B)(4) result is unknown. Siemens service went on site and performed a total service call. Checked that the dispenses and aspiration from the wash block were all good. Checked for bleach contamination and found none. Verified dark counts were good. Checked that acid and base dispenses were good. Verified vacuum pressure was good. Verified probe alignments. Verified that there were no leaks in the wash manifold area. Found a large amount of serum and reagent crusted around the entry ports for sample and ancillary probes. The area was cleaned and an empty/fill of cuvettes was performed. Quality control material was run and system was found to be operation. No conclusions can be drawn. The limitations section of the instructions for use states: "for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed an (B)(6) result of (B)(6). Confirmation testing was invalid and repeat testing of the same sample was (B)(6). There are no reports that treatment was altered or prescribed or adverse health consequences based on the initially (B)(6) result.